Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The reported insertion compatibility issue was not reproduced. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter has not been used. The outer diameter of the balloon proximal bonding was within specification. Insertion and retraction tests were performed with no issues. The catheter failed the performance test due to system notice ¿leak detection¿ upon connection to console. Dissection revealed a guide wire lumen twist and breach at 2.2 inches proximal for the tip.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter could not be inserted into the sheath. The products were replaced several times. The procedure was completed with cryo. The catheter was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.